Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s implantable cardiac monitor exhibited intermittent under-sensing. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates that the issue was observed during follow-up clinic visit. The implantable cardiac monitor was sensing intermittently. Programming changes were made and the patient remained in stable condition.